Event description:
It was reported that the patient presented for initial implant. During the procedure, the implantable cardioverter defibrillator (ICD) exhibited noise oversensing. The oversensing resulted in pacing inhibition. Programming changes were performed to resolve the issue. The patient was discharged after the procedure.